Event description:
It was reported that the patient passed away due to right ventricular (rv) dysfunction. The outcome was not device or therapy related. An autopsy was not performed. The device was not explanted. It was communicated on (B)(6) 2024 that the patient had mild rv dysfunction prior to pump implant.

Manufacturer narrative:
E1 reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the outcome was considered worsening patient condition. And the pump did not worsen rv dysfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.